Event description:
As reported by our polish affiliate, a 29mm sapien xt valve was implanted in the mitral position within an existing surgical labcor 33mm valve. As reported, technically everything was functioning well and echo guidance was very good. All imaging was good but it was not possible to see any landmarks on the surgical valve under fluoroscopy. Slow deployment was performed in order to reposition the valve in the right place. The echo looked good when finishing the deployment but later assessment of the valve revealed that it was much too high in the surgical stent (90:10) in the left atrium. After few beats the valve embolized. As per post procedure discussion, the sapien xt 29mm was too small for the surgical biological stent-valve. Testing was performed during the operation and the initial positioning of the sapien valve on echo was good; however, when the heart started to beat again, the valve migrated and finally embolized to the left atrium. The inner diameter of the surgical valve measured 26.5mm by echo and the decision was to implant a 29mm sapien xt valve. The ejection fraction was 54%. The coaxial alignment of the delivery system was good; ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, and loss of pacing capture. The sapien xt valve is not indicated for deployment in the mitral position and therefore the edwards thv training manuals and instructions for use (IFU) do not provide guidance and instructions for deployment of the sapein xt valve in this scenario. In this case, procedure was performed as an off label use of the valve. Deployment of the sapien xt valve is not currently indicated in a previously implanted surgical bioprosthetic valve or in the mitral position; therefore there is no guidance to instruct the operator how to position the sapien xt valve in this scenario. Per report, the thv was too small for the surgical biological stent valve and subsequently was not securely seated within the mitral position. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.